Event description:
The customer reported that the power cord was broken. The fe noted that the interconnect cable was damaged and could no longer be plugged in. Thus the system was unable to boot up and therefore not usable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.